Manufacturer narrative:
Other text: one medfusion pump was received in good physical condition with no appearance of physical damage. The event history log was reviewed and a primary audible alarm post error was found. The power up process was conducted and the primary audible alarm post error was found at power up. A high profile c9 was found broken off from the interconnect board. The root cause of the issue could not be determined since no physical damage was found on the pump. The interconnect board was replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical medfusion pump's plunger position count was 0.26 and there was an acu watchdog failure. There was no reported adverse event.